Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular event, blanching, ¿a purplish aspect, in livedo," and ¿hyperchromia¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported their patient experienced a vascular event. Healthcare professional injected the patient with 3.2ml of juvéderm® voluma¿ with lidocaine (1 syringe of lot# vb20a60458, 3 syringes of lot# vb20a70272) in the ck1, ck2, ck3, nl3, ¿nasolabial region d¿, and ¿piriform fossa, in bolus,¿ 2 syringes (1.2ml) of juvéderm® volbella¿ with lidocaine in tt1, tt2, and tt3, and 1 syringe (1.0ml) of juvéderm® volift¿ with lidocaine in the nl3 fan area. Additionally, both juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine were injected in the ¿ck 1, 2, and 3¿ and ¿nl 1, 2, and 3¿ areas. After injection in the nasolabial fold, healthcare professional observed blanching in the nasal and peri-nasal region. There was no pain. That day, hyaluronidase was injected in the nl region which improved the condition. Asa and warm compresses were also used as treatment. Patient was re-assessed by the healthcare professional later in the day and was treated with hyaluronidase again. Healthcare professional observed ¿a purplish aspect, in livedo, in the same regions.¿ the ¿hyperchromia in the nasal dorsum and right zygomatic region¿ was ¿under treatment with laser, without other injuries or scars.¿ symptoms have not completely resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2017-01087 ((B)(4)), MDR ID # 3005113652-2017-01088 ((B)(4)) and MDR ID #3005113652-2017-01089 ((B)(4)). This MDR is being submitted for juvederm juvéderm® voluma¿ with lidocaine (lot# vb20a60458), also a device manufactured by allergan.